Manufacturer narrative:
Patient information: no patient information as patient was not in the room. Evaluation codes: the issue was resolved after multiple reboots. On (B)(6) 2017, a medtronic representative visited the site and tested the system. System functioned normally during testing. Unable to replicated reported event.

Event description:
A medtronic representative reported that while preparing the system for use, the right led of the psu (position sensor unit a.k.a camera) was solidly lit. After several restarts, the device worked normally. The procedure was completed using the same navigation system. The sales rep was not present during the case and the patient was not in the room yet when the event occurred. No delay.

Manufacturer narrative:
The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. Testing found that the unit failed accuracy testing as well as an intermittent history of low battery voltages. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.